Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In the as-returned state, the delivery system and the stent were located at the distal end of a 6f extension catheter. Both the balloon and the stent have been partially dilated. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the stent was initially crimped in between the two radiopaque markers. The stent is deformed in its proximal portion, i.e. Few struts are bent and the stent cover is damaged. The returned extension catheter shows no damage or irregularity besides a slightly widened distal end. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause could be determined. Pk papyrus is indicated for the treatment of acute coronary artery perforations. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
A pk papyrus covered stent system was selected for treatment of a perforation in the mid rca. This case involved a lesion with severe calcification in the rca (90 percent stenosis degree). The vessel perforated when a rotablator was used. Although an attempt was made to bring the pk papyrus to the perforation site, it fell off. The dislodged stent was retrieved using guideplus iiel, with no residue remaining inside the body. The perforation was successfully sealed using a competitors covered stent.